Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. Case under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: an error was reported during use, and the expiratory end was blocked. The reason for the failure was that the expiratory valve was damaged. No patient harm was reported as it occurred pre-use.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while ventilation. The root-cause is a user error due to a lack of maintenance. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: an error was reported during use, and the expiratory end was blocked. The reason for the failure was that the expiratory valve was damaged. No patient harm was reported as it occurred pre-use.